Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please medwatch report # 3004209178-2014-81930.

Event description:
The customer reported that she got a no delivery alarm in the middle of the night and changed the infusion set. Next morning she took a bolus, checked again and it was high, and then gave another bolus. The customer stated that hours later she ended in the emergency room with high blood glucose of 678mg/dl. The customer gave her three shots of insulin within three hours and came down to 444mg/dl. Troubleshooting was performed, and the customer noticed that the insulin was not coming out of the infusion set. The drive support cap did not appear to be damaged. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found the alarms. No further information was provided.